Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Test p-cap and reservoir locked properly into the reservoir compartment during testing. After multiple battery replacement units persisted on blank display. Pump received with blank display due to cracked case behind the pump at the battery compartment causing the battery tube to become loose and test battery cap not making contact to the battery tube. The battery tube assembly was pushed back in the right position, monitored and blank display still noted. Unit was cut open to inspect the electronic assembly and moisture damage was found on internal and external battery connectors. Unit also received with broken battery tube threads, serial number label missing, cracked case-corner of belt clip rails, cracked case (battery tube), scratched case, cracked case on battery side and cracked keypad overlay at select button. In summary, the unit was received with a blank display due to cracked case in multiple locations causing the battery tube to become loose and test battery cap not making contact to the battery tube. After positioning the battery tube in place, the unit was unable to power back on. Moisture damage was noted on external and internal battery connectors during deconstructive analysis. Customer allegation for cosmetic damage was confirmed when cracked case (battery tube) was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the damage at the back of the pump. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed for the general documentation. Troubleshooting was performed for the cosmetic damage and the customer was instructed that the pump would be replaced. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. Mmt-1880l was requested, and the customer returned the device.